Event description:
It was reported that prior to lap partial nephrectomy procedure the device was tested and the hand activation buttons did not operate consistently. Another device was used to complete the case. No patient consequence was reported.

Manufacturer narrative:
Date sent: 12/08/2008. Information anticipated, but unavailable at this time.